Event description:
Home patient's (hp) spouse contacted baxter's technical service center (tsc) for assistance regarding a system error 2240 message that appeared on the display of hp's homechoice machine during dwell 3/6 of hp's automated peritoneal dialysis (apd) therapy. Reportedly, one of hp's supply bags fell and became disconnected from the supply line of the homechoice set during therapy. After noting this hp's spouse reconnected the supply bag to the supply line of the homechoice set. Tsc assisted hp's spouse in ending therapy early and advised spouse to setup with new supplies to complete hp's apd therapy. Per rn, no patient injury or medical intervention was associated with this incident.